Event description:
It was reported that the tubing rupture as the control valve clips were sharp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.